Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.

Event description:
Boston scientific reported that this lead showed noise which was reproducible. This was possibly due to a fracture and subclavian crush. An xray showed a 90 degree angle on both leads. There is no mention of intervention.